Event description:
During troubleshooting for an unrelated system error, the home patient indicated they were having issues with their cassette recently. The issues were not specified. There was patient involvement, but no patient injury or medical intervention was indicated at the time of the initial report. No additional information is available.

Manufacturer narrative:
(B)(4). Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.